Event description:
Patient reported he has to change the c batteries during his infusion as they do not last the entire 5.5 hour infusion which is once every 5 weeks. No missed doses reported, no adverse events, pump available for investigation upon return. No replacement device being sent at this time. Unknown if patient has a backup device. No other information provided. Diagnosis for use: cidp.